Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing that the device had a torn downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the torn dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal.

Event description:
The customer returned the product for the loose power outlet, and during physical inspection it was found that the downstream occlusion (dso) seal was torn. After investigation the results indicated a reportable malfunction due to the torn dso seal. There was no patient involvement.